Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a central line mark on the optic was noted after the lens was inserted. The surgeon used the lens cutter to cut the iol to remove it and a new iol was implanted. No reported patient harm. Additional information has been requested.